Manufacturer narrative:
The DHR review for the effected device was completed and the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation and native valve leaflet overhang with the potential to impair sapien leaflet function are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. In this case, it appears that patient anatomical factors (long native valve leaflets) caused or contributed to the event. The event was rectified with placement of a second valve. No inadequacies in the physician training have been identified, and there is no evidence of device misuse; therefore no further investigational actions will be performed in relation to this event, and no further actions are required.

Event description:
Per the edwards field clinical specialist, following deployment of the sapien valve, a moderate to severe central jet was observed on echocardiography. The physician reported that the sapien valve was positioned appropriately 50:50 and all leaflets were seen to coapt; however, there was an intermittent central jet occurring every 3 heart beats. The physician determined that there was an overhanging native leaflet causing inconsistent coaptation of the sapien valve's leaflets. A second sapien valve was then deployed more aortic than the first. The final result was trace paravalvular leak and no central leak. The patient left the room in stable condition. Additional investigation revealed the following: the degree of native annulus calcification was described as moderate to severe. The native leaflets were long with moderate to severe calcification. The sapien valve position post deployment was 60:40 ventricular. The medical team thinks that a native leaflet may have been periodically impinging a sapien leaflet, or an overhanging leaflet may have been causing a disturbance in the blood flow around the sapien leaflets, resulting in the sapien leaflets not coapting properly.